Event description:
During an aortoiliac, the valve of a vascular access sheath broke away from the sheath lumen at the hub. The wire remained inside the body and the physician was able to use another sheath to continue care. The broken sheath was easily removed by the physician in its entirety causing no harm to the pt.